Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that device was unable to be interrogated. The device was explanted and replaced. The patient condition was stable throughout the procedure.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was not confirmed in the laboratory. Interrogation of the device revealed the device was above the elective replacement indicator when received. The device was tested on the bench and no anomalies were found. The patient notifier was tested and no anomalies were found. The cause of the reported event could not be determined.